Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the iliac artery with moderate calcification and mild tortuosity. The 8x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started. Deployment of the stent became blocked after 3 cm of the stent had deployed. The thumbwheel was stuck. The handle was opened and the stent was manually deployed. There were no adverse patient effects. No additional information was provided.